Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has error message and may require maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has error message and may require maintenance. No one was harmed.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse extracted and reviewed logs in communication with the factory team. Time spent includes work done in the back office and communication with the factory for logs assessment. Confirm with the factory if any specific maintenance actions are required. Ensure the machine is inspected and maintained as per the factory's recommendations to prevent future occurrences. Visited the site and cleared all logs. Performed all calibration and tests. Performed leak tests and compressor tests. Performed function test. Suitable to use.

Event description:
N/a.